Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining lower than expected results for two patients' samples for ck-mb generated by the access 2 immunoassay analyzer. The erroneous results were reported out of the laboratory. One of the samples was repeated on the same instrument a higher result was obtained. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The samples were plasma. Qc was within the customer's established on (B)(6) 2011. Qc was not performed for the day of (B)(6) 2011 prior to the erroneous results. No errors or flags associated with the erroneously low ckmb results. The customer loaded a new reagent pack, reran the sample and obtained results that matched the patient's initial results of approximately 5 ng/ml. Diagnostic copy to disk data from both instruments indicates pack (B)(4) was used on both access 2 instruments. Service was not dispatched for this event. Use error is the root cause for this event.